Event description:
It was reported on march 11, 2008, that it was difficult to cross a lesion in the internal carotid artery with 99% stenosis using the subject device (guidewire). The subject device distal tip had been shaped into a spiral shape prior to use. Advancement of the subject device past the lesion was attempted with torque; however, this was not possible "due to hard thrombus." The thrombus, which had formed prior to the procedure, occluded the target vessel. While attempting to remove the subject device, approx 10 cm of the distal tip separated from the subject device. The distal piece was successfully removed with a snare, and the procedure was aborted. "The pt had no injury on this incident."

Manufacturer narrative:
The device directions for use (dfu) precautions: "exercise care in handling a guide wire during a procedure to reduce the possibility of accidental breakage, bending or kinking." As well, per the dfu: "never advance the guide wire against excessive resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guide wire tip, damage to the catheter and/or vessel perforation. Potential adverse events associated with endovascular procedures (including guide wire usage in the neuro and peripheral vasculature) include but are not limited to: aneurysm rupture; access site complications including infection; hematoma and nerve injury; cerebral ischemia; death; embolism (catheter/device, air bubble, plaque, thrombus or char)."